Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that platelets ordered for the patient. The clinician primed the tubing with the blood product protocol. The clinician stayed in the room for fifteen (15) minutes doing line dressing change, and ten (10) minutes into transfusion the device started alarming air-in-line. It was reported that about twelve (12) inches of air from end of drip chamber to below module end was observed. The infusion was then stopped and new tubing primed. Infusion reportedly continued without issue. There was patient involvement but no harm. Bd was made aware of additional information. It was reported that the devices will not be returned to bd for investigation. It was reported that agiliti (the hospital's third-party servicer) performed the investigation and noted that the devices passed all the tests including air-in-line testing. Per report, there was no issue with the air-in-line sensor. The customer added that hospital was unable to save the tubing and no tubing samples were available for testing.